Event description:
It was reported that iab was inserted via sheath in right femoral artery in 2006. After insertion, iabp experienced helium loss alarm. Driveline tubing was checked out but there were no signs of blood. Pump was restarted but helium leak alarms continued. Iab was removed. A re-insertion was not required. There were no reported patient complications.